Event description:
It was reported that during a da vinci-assisted total mesorectal excision surgical procedure, the ethicon generator kept displaying a message indicating to tighten the components. The harmonic ace instrument was not recognized by the system. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. The blade broke at roughly 0.166¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.